Manufacturer narrative:
The impella device was not received from the customer and therefore,¿an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed. Instructions for use for the related event are as follows: ¿assess access site for bleeding and hematoma.¿ ¿remove the peel-away introducer completely from the artery over the catheter shaft to prevent trauma and significant bleeding and apply manual pressure above the puncture site.¿ ¿potential adverse events (united states) acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and vascular injury¿.

Event description:
The user facility reported a 74-year-old male undergoing cardiac surgery was implanted with an impella cp device for mechanical circulatory support. It was reported that the patient experienced persistent subcutaneous bleeding during support. As a result of the condition, the pump was explanted and a 16 french medikit sheath was placed from the ipsilateral side to stop the bleeding. An intra-aortic balloon pump was then placed for ongoing support.

Manufacturer narrative:
The investigation for the reported access site bleed has been completed. The device was not returned for evaluation. However, clinical information was sufficient to determine the root cause. Clinical details states that the bleeding was resolved by holding heparin. Therefore, the root cause of the access site bleeding was most likely due to anticoagulation management since the act at the time of bleed was 200 which is above the range limit. In accordance with updated procedures, sections d6, g3, and h10 have been revised from the initial submission.